Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3® non-platform switched parallel walled implant 3.25 x 11.5mm (boss311) was returned for investigation. Visual evaluation of the as returned product identified the device fractured at the collar. The device also can be seen severely damaged around the threads, probably from the removal process. The non-reported screw was attached to the top portion of the implant and was also seen with signs of wear. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) pre-existing condition noted on the per form was unknown bone density type. The reported device was located on tooth # 16 (fdi) and was used for approximately 6 years 3 months. The customer did not provide any pictures or x-rays. Device history review (DHR) review was completed for the subject lot number (2013111051). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013111051) for a similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
Doctor reported implant boss311 fracture at tooth site 16.